Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 63 mm from the terminal pin. The two returned segments totaled 718 mm in length. It was indicated the mid-section of the lead may be missing. Visual inspection identified the insulation was stretched. Additionally, abrasion was observed on the shock coil and the helix was extremely stretched. There was blood/body fluid in the helix housing. The returned segments were each confirmed to be electrically continuous. The damage to the lead was confirmed to be induced.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the shock impedance measurement on the right ventricular (rv) lead increased from 80 ohms at implant to 180 ohms. There was no change in the location of the rv lead. A 1.1 joule shock was delivered and the impedance measurements remained high. A 41 joule shock was delivered and again the impedance measurements remained high. Additionally, an "open circuit" message was received. As a result, a revision will be performed. During the revision procedure, the x-ray did not reveal any lead damage. The connection was determined to be appropriate. The rv lead was explanted and replaced. When the new rv lead was connected to the chronic device, shock impedance measurements were 119 ohms. Synchronous shock tests noted shock impedance measurements of 99 and 118 ohms. As the physician determined that was too high, the device was explanted and replaced. The measurements with the new device and new rv lead were appropriate. No additional adverse patient effects were reported.